Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have damage to the conductor wires insulation. No thermal damage was observed. The instrument passed electrical continuity; however, the energy delivery test passed and failed intermittently. Additionally, the maryland bipolar forceps instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.2355 1.1630 in length and were not aligned with the tube axis. The instrument was found to have a derailed grip cable at the distal idler pulley. The grip cable was stuck between the two pulleys. As a result, the yaw motion may be non-intuitive.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had no energy. The instrument cable was dislocated at the distal end. The procedure was completed with no reported injury.